Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse phoned the customer. The customer reported the same calibration curve and the same test cup lot. The customer will run in duplicate during the next survey. No further action required by field service. The most probable cause of the reported event was the failed proficiency testing, unknown cause.

Event description:
On (B)(6) 2015, a customer reported (B)(6) ((B)(6) institute) prof (proficiency) failure o lot 84) with their aia 600ii analyzer. The customer is unable to run fsh patient samples. A field service engineer (fse) was dispatched to address the reported event and spoke to the customer to troubleshoot the event, which resulted in delayed reporting fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.